Event description:
(B)(4). Cramping, heavy irregular periods 1-3 times a month, dizziness, blacking out, chest pain, palpitations, muscle spasms, back pain, migraines, spotting between periods, many emergency room visits, ultrasounds, blood work, blood clots during periods, vitamin d issues, b12 issues, fatigue, insomnia, abdominal pain, depression, anxiety, ptsd.